Event description:
Patient receiving magnesium sulfate infusion at 50 cc per hour. New -500 cc- bag hung at 20:45. At 23:30 staff noted 50cc-100cc left in the bag. Volume to be infused stated on pump screen was 269 cc. Infusion pump settings were verified by three rn's. Infusion was stopped for three hours. Patient required monitoring. Patient complained of nausea and was medicated with zofran.